Event description:
A customer reported that during a procedure, the bi-polar cautery was not working. The case was completed using an alternate cautery. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was able to replicate the reported event. The company rep found that the footswitch was not properly connected. The footswitch cable was reseated. The system was then tested and found to meet product specifications. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause can be attributed to a loose footswitch connection. (B)(4).